Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise sodium, potassium and chloride generated from alinity c processing module. The customer reported an issue with a cable and after replacement the customer repeated samples. There was no patient harm reported as a result of the event.